Event description:
It was reported that during cardiopulmonary bypass using the fusion oxygenator, a rising delta p (pressure gradient) was observed, requiring increased centrifugal pump flow. The delta p increased to approximately 250 mmhg, prompting a change of the oxygenator. The heart had not been arrested at this point, and the procedure had been ongoing for about 15 minutes. Following the oxygenator change, cardiopulmonary bypass was resumed without further issues, and delta p returned to the expected range of 70¿80 mmhg. Monitoring of delta p was conducted throughout the procedure.   There were two lots of fusion oxygenators associated with the custom pack: 230234746 and 230234749. Medtronic received additional information confirming that there was no patient impact. The fusion oxygenator was replaced early during the case, resulting in no harm to the patient. The patient is alive and uninjured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood, gas flows) the results are as follows: 170 mmhg blood side pressure drop reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.